Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was stating that ¿failure on the occlusion detector¿. Customer problem was duplicated. Visual test was performed- found damaged(detach) dso seal, damaged remote dose connector. The dso seal and remote dose connector replacement. Functional test was performed. Occlusion test was used- found defective dso sensor. The dso sensor replacement. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The root cause is due to the defective downstream occlusion sensor. Additionally, it was found that the downstream occlusion(dso) seal was detached. The dso seal and sensor was replaced.

Event description:
It was reported that the device had a failure on the occlusion detector. The incident occurred during the start of obstetric epidural treatment, triggering of an alarm of intermittent and persistent occlusion despite the change of tubing, filter, and connector. Patient had pain with delay in analgesia. There was patient involvement.